Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had a boil on his back under the therapy electrodes. The patient's nurse advised the patient to use a cream. The patient also had the boil lanced. The patient's daughter later reported that the boil became infected. Follow-up indicated that the irritation had improved.